Event description:
It was reported that the stent stretched. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery in the treatment of lower extremity arterial disease. During stent deployment, after deploying 12 cm, the entire shaft was pulled without pulling the pull grip to deploy the remaining 3cm. As a result, the stent elongated about 3-4cm and was placed across the common femoral artery. There was no additional treatment, and the situation is being observed. No patient complications were reported.